Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery and after the graft was taken, the height of the graft taken did not corresponding to the height setting on the dermatome. An additional graft was not needed and there was no patient harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. On february 23, 2018, it was reported that during surgery and after the graft was taken, the height of the graft taken did not corresponding to the height setting on the dermatome. On march 6, 2018, it was clarified that the event did not take place after a recent purchase or repair. There was no medical intervention of additional surgical procedure required. There was no harm or injury associated with the failure. Another device was not used to complete the surgery. There was no extension or delay to the procedure. The surgical technique for the product was followed. An additional graft was not taken. The customer returned an electric dermatome device, (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by medicrea on (B)(6) 2018 revealed that the device had low input speed (5,500 rpm), which is the very bottom of the acceptable motor speed specification. The motor was overheating. The control bar and thickness control shaft was out of tolerance. Repair of the electric dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, motor, control bar, thickness control shaft, seal and strain relief and divers. Electric dermatome, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the control bar and thickness control shaft was out of calibration. The root cause of the height of the graft not corresponding was due to the control bar and thickness control shaft being out of calibration. The device being out of calibration can cause less than optimal grafts. It is unknown what caused the control bar and thickness control shaft to be out of calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.